Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with insulin intravenously, but on (B)(6) 2023, the patient first went to the emergency room and was subsequently hospitalized due to high blood glucose level. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was over 600 mg/dl. Moreover, the infusion set had been used for 3 days. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Furthermore, from (B)(6) 2023 to (B)(6) 2023, the patient faced bent cannula with four similar types of infusion sets. The infusion set was used for six hours, and symptoms were noticed 3 or more hours after insertion. The site location for the same was abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.